Manufacturer narrative:
Investigation results: the complaint of a damaged nexiva device was confirmed from the photograph that was provided for investigation; however, the root cause could not be determined. The photo showed one 20g nexiva unit with evidence of use. The extension tubing was not connected to the straight pink luer adapter. The pink luer was attached to a needle free-connector, which was attached to a syringe. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd nexiva sp with maxzero tubing separated from adapter. The following information was provided by the initial reporter, translated from french to english: defective product. No serious injury. No death. (Defect evidenced in photo).

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3: the date received by manufacturer has been used for this field. E1: address information was not provided, therefore, xx was used as a place holder.